Event description:
The lay user/pt contacted lifescan in 2006 and alleged that her one touch basic enhanced meter was having an issue and she could not test her blood glucose level. The medical affairs specialist was unable to reach her after several attempts via phone. A letter will be sent to gthe address provided. The patient couldnot clarify as to what the issue with the meter was. She was not able to test on the meter and therefore contacted her doctor for treatment advice. She was advised to eat food and/or drink beverage. It is not known since when the patient had this issue and was not able to test on the meter. Her diabetes medication regimen is also not provided and it is unknown if she had experienced any symptoms at the time of concern. Although there is insufficient information regarding the meter issue, symptoms experienced, and the treatment advice by the doctor, this com;plaint is reportable because the meter failed to provide a result at the time of concern and the patient was given advice to eat/drink. A replacement meter, control solution, and test strips were sent tothe lay user/patient.